Event description:
Limited info. Account reports one incident in which the slip fit adapter of the reporter device was connected to a medex stopcock. Magnesium sulfate was being administered due to pre-term labor, and separation occurred. Loss of fluid and blood back-up occurred. No negative outcome to pt.